Event description:
It was reported that the catheter broke. A renegade hi flo 135/10 infusion catheter was selected for use in a trans arterial chemo embolization (tace) procedure. There was external packaging damage and when opened, it was discovered the catheter was broken. The procedure was completed using a new microcatheter. No patient complications were reported and the patient was stable. It was further reported that the tip part of the catheter was broken.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a renegade hi-flo microcatheter in the hoop. The device was returned in the pouch and box, and all packaging was opened. Analysis of the tip, inner/outer shaft, and hub/strain relief, and packaging included microscopic and visual inspection. Inspection revealed outer shaft separation located 3mm from the strain relief with the inner shaft stretched out between the fracture faces. Inspection of the rest of the device found no other damage or defect. The device packaging was returned opened, but not damaged. The reported broken device was confirmed.

Event description:
It was reported that the catheter broke. A renegade hi flo 135/10 infusion catheter was selected for use in a trans arterial chemo embolization (tace) procedure. There was external packaging damage and when opened, it was discovered the catheter was broken. The procedure was completed using a new microcatheter. No patient complications were reported and the patient was stable.